Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was not responding to button presses. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. Investigation revealed that the keypad is lifted at the up arrow and down arrow keypad buttons, and the keypad failed leak testing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump would not power on, and the pump history could not be downloaded. Investigation revealed a cracked battery compartment and internal moisture damage. The complaint regarding button responsiveness could not be adequately investigated due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.